Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, bleeding is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported an 84-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the patient developed an access site bleed and a hematoma. Manual pressure was applied and an unknown quantity of blood products were administered to treat the condition. The pump was subsequently explanted following the intervention.